Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer has agreed to have the device undergo the repair. Following the repair, the device will be fully functional and returned to specification.

Event description:
Device was tested for potential bacterial contamination. Hpc results were outside of cardioquip specifications.